Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, g3, g6, h2, h6 and h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device did not display an image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.